Event description:
During a follow-up angiogram, diffuse spastic changes were found in all the coronary vessels. The physician had implanted three taxus express2 drug-eluting stents in 2003. The 80% stenosis in the lad was pre-dilated, then stented with a taxus express2 3.0 x 24mm drug-eluting stent. The 90% lesion in the circumflex was pre-dilated, then stented with a 3.5 x 16mm taxus express2 drug eluting stent. The lesion in the rca was almost totally occluded and following pre-dilation, was stented with a taxus express2 3.5 x 28mm drug-eluting stent. The implantation was considered successful. Following the procedure, the pt began to complain of chest pain. A follow-up angiogram was performed the next day. It was noted that there were diffuse, spastic changes in all the vessels, except at the stent implant sites. This was noted to be more severe in the areas adjacent to the stents. The pt went into a semi-comatose state, but the reason for this is unknown. They required cardiopulmonary resuscitation twice and was placed on a respirator apparently due to respiratory failure and pulmonary edema. The pt's mental status has returned to normal at this time. No add'l info is available.